Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for another indication. The cause of death was not reported. It was reported that therapy was ongoing at the time of death but the patient was not connected to the homechoice at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. The device was returned and an evaluation was performed to investigate the reported death. A review of the device history records and device service history was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no failures or malfunctions that could have caused or contributed to the reported death. The device was determined to meet functional and electrical performance specification requirements. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during pneumatic system testing. The cause of the reported death could not be determined. Should additional relevant information become available, a follow-up report will be submitted.